Event description:
It was reported that a spectrum pump was missing door shims (directional flow label) . It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system which was not reproduced. The directional flow label missing was confirmed. The directional flow label was replaced.